Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance. The physician ordered x-rays, and although no visible lead breaks were noted, the plan is for the patient to undergo a full revision. X-rays have not been reviewed by the manufacturer to date. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
B5, describe event or problem, corrected data: supplemental report #01 inadvertently submitted without additional information known at time of submission.. H6, adverse event problem codes, corrected data: supplemental report #01 inadvertently submitted without additional medical device and investigation conclusion codes.

Event description:
X-rays were reviewed by the manufacturer and were inadvertently not included in prior supplemental report. Ap chest x-rays were received and reviewed. These images were received after a report of high impedance. The lead was not included in any of the x-ray scans. The lead was not able to be visualized ¿ no strain relief bends, loops or tie downs were able to be visualized. Due to the scope of the images the position the integrity at connector pins could not be assessed. The pin appears to be completely inserted into the generator.

Event description:
It was further reported that the patient underwent a lead revision. Per the surgeon, the lead was damaged during an extensive fall the patient suffered and not damaged through any sort of normal wear and tear. Upon trying to remove lead, it was broken into pieces and not able to be returned.

Manufacturer narrative:
H6, adverse event problem codes, corrected data: supplemental report #02 inadvertently submitted without corresponding investigation findings code.